Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure (exact date unknown). According to the complainant, the patient experienced ongoing pain and vaginal complications post procedure. The exact nature and date of onset of these symptoms are unknown. It was reported that the patient had a surgery to excise some eroded mesh (exact date unknown). All other information is unknown and reportedly unavailable.